Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced stress urinary incontinence, pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures, which were performed on (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2010 (when mesh was excised). No additional information is provided at this time.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient underwent the concurrent procedure of a cystoscopy with hydrodistention during mesh implantation. It was reported that following insertion the patient experienced urinary incontinence, urinary retention, uterine prolapse, vaginal vault prolapse, severe pain in abdominal region, bladder and mesh protrusion/exterior exposed, and infection in abdominal region where mesh is causing holes. The patient reports symptoms being emotionally and psychologically draining. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat anterior and posterior vaginal prolapse, cystocele, rectocele, enterocele, increased genital hiatus, and chronic pelvic pain. It was reported that the patient underwent a diagnostic laparoscopic procedure for chronic pelvic pain, pelvic and abdominal adhesions on (B)(6) 2007 for lysis of adhesions and left ovarian cystotomy. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to pelvic organ prolapse. The patient underwent mesh revision on (B)(6) 2009.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent da vinci-assisted supracervical hysterectomy, da vinci-assisted laparoscopic sacral colpopexy and retropubic midurethral sling and cystourethroscopy on (B)(6) 2010 by dr. (B)(6) due to prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 07/31/2017 additional patient codes: (B)(4) - urinary frequency, (B)(4) - nocturia, nocturnal enuresis additional narrative: it was reported that following insertion the patient experienced nocturia, nocturnal enuresis, dysuria, and urinary frequency.